Manufacturer narrative:
The reported complaint symptom (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom draining slowly was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the patient¿s peritoneal dialysis treatment time had been extremely long. It was reported that the liberty select alarmed during treatment. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (3) where 3475 ml drained. This drain is 193% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. One-hundred eighty percent (180%) of fill volume 1798 ml is 3236 ml. Therefore, a reportable malfunction has occurred. The nurse was advised that the patient should discontinue use of the cycler. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient started peritoneal dialysis treatments three weeks prior to the event and that the patient¿s treatment is being adjusted with different strength of pd solution. No treatments were missed. Patient resumed treatment on a replacement cycler with no complications.